Event description:
Report of an event having occurred where it was claimed as the end-user was seated in their device near the entrance of their balcony, the wheelchair reportedly lunged forward without any input from the end-user, slamming the end-user's legs into a nearby chair. The impact reportedly resulted in injuries requiring medical intervention to address.

Manufacturer narrative:
Permobil received correspondence from legal representative for the end-user where it was claimed the device having engaged a drive command without any physical manipulation given by the end-user. This reported action allegedly caused the device to drive forward and collide into an immovable object, reportedly resulting in bi-lateral tibia fractures. At this time, permobil has been unable to inspect or evaluate the device to confirm a product malfunction has occurred as alleged, thus is unable to reach a determination as to possible root cause without speculation. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.